Manufacturer narrative:
Added information to section d4 (serial number, expiration date), d9, h4 (device manufacturer date), h6 (type of investigation). Updated section b5, h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "high svr value on screen does not match vasodilation shown on screen graphic" and "led alarm not triggered" were unable to be confirmed. Upon startup of the hem1 monitor it was confirmed that the system time was displayed as 00:00:00 01.01.13 and therefore incorrect. The system time was changed to the current time, the monitor was turned off, and the ac cable was unplugged. After a few minutes the ac cable was plugged in and the monitor was turned on, and the system time was still incorrect. The coin battery was tested and found to function as intended. The bios was flashed, the monitor was restarted, and the system time was changed to the current time again. The monitor was turned off, and the ac cable was unplugged. After a few minutes the ac cable was plugged in and the monitor was turned on again. The system displayed the current time. Then, the monitor was tested with the ous tester. Both low svr and high svr values were simulated using test equipment. The graphics for vasoconstriction and vasodilation matched the correct state according to the svr. Additionally, the led alarms were found to have functioned as intended. Additionally, the software log was able to be recovered. However, diagnostic data from the alleged event date of 03-21-2025 was not found in the log file. Furthermore, a video was provided for review. Based on the evaluation of the video, the complaint was confirmed. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Although the complaint could be confirmed through the video provided, no nonconformance could be confirmed since no defect could be identified during product evaluation with regards to the issue of high values. Additionally, based on the available information there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors. Furthermore, the root cause of the incorrect system time can be attributed to software failure. Nevertheless, this issue is not correlated with the allegation of inaccurate values.

Event description:
As reported, during monitoring with this hemosphere monitor, the systemic vascular resistance (svr) value was 1657 dyne-s/cm2; which was significantly higher than the normal range. The inaccurate values did not trigger the led alarm. Additionally, the icon on the screen showed the vessels as vasodilated, when the drawing should show the opposite (vasoconstriction). The patient was not treated according to the inaccurate values. Additionally, the patient's real-time cardiac output (co) was 3.5 l/min, whereas the recorded saved value when extracting data after monitoring was noted as 9 l/min. Also, every time the monitor was turn on, the time and date settings had to be updated each time it the monitor was switched on. The monitor was replaced and the procedure was successfully completed. There is no allegation of patient injury.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during monitoring with this hemosphere monitor, the systemic vascular resistance (svr) value was 1657, which was significantly higher than the normal range. However, the icon on the screen showed the vessels as vasodilated, when the drawing should show the opposite (vasoconstriction). See picture attached. The patient was not treated according to the inaccurate values. Additionally, the patient's real-time cardiac output (co) was 3.5 l/min, whereas the recorded saved value when extracting data after monitoring was noted as 9 l/min. Also, every time the monitor was turn on, the time and date settings had to be updated each time it the monitor was switched on. The monitor was replaced and the procedure was successfully completed. There is no allegation of patient injury. Patient demographics were not provided.